Manufacturer narrative:
A manufacturing record review was completed and zero nonconformance's were found. The returned product evaluation confirmed that the shaft of the catheter broke right at the proximal end of the hub due to torquing against resistance. The most likely root cause is that the user over rotated the catheter. The IFU warns do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. No patient impact was reported.

Event description:
Hub of the turnpike lp separated from catheter during torquing. Patient was unharmed as wire and catheter were removed and procedure was restarted. A different catheter was utilized without incident in wake of separation.